Event description:
Patient self tester reported the following discrepant results: date: unk, inratio: >7.5; date: next day, inratio: >7.5, lab: 5.9, coagucheck: 5.8. Blood tested on inratio the next day was venous blood.

Manufacturer narrative:
Investigation pending.